Manufacturer narrative:
Update 1/18/2016: tandem technical support made multiple follow up attempts to customer. No further information provided.the product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer stated that the pump requested to change the cartridge after a changing cartridge was completed. No further information was provided. There was no reported impact to the customer's blood glucose level.